Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. The device's default settings were adjusted to the proper protocol and returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's default settings were incorrect. In this state the wrong defibrillation could be delivered. There was no patient involvement reported with the event.